Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es users experienced delays or timeouts with the fingerprint scanner. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users had been reporting delays or timeouts with the fingerprint scanner due to intermittent bio-ID failures. The technical support specialist confirmed that the case had been closed by the field service engineer, who had checked the device onsite and swapped it with a working bio-ID under case ID: (B)(4) and work order: (B)(4).